Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pumps drive support cap was damaged for unknown reasons. The customer's blood glucose reading was not available. The customer is not sure if the drive support cap was loose, protruded, sticking out or flushed. The customer was advised that the device would be reprogramed so he has a working pump.